Event description:
According to the event description: 1. The patient was not harmed due to the incident. 2. A constant rate of infusion for medication was set up for a patient. The medication amount was 10ml, the infusion rate was set at 1.8ml/hr. When checked the syringe driver had given the full 10ml syringe over 27 minutes. 3. No delay in any procedures for the patient, the infusion error was reported straight away.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.